Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient thought the placement of their ins had moved. They stated that they thought the pocket had broken and they could feel the ins up their waist. They mentioned that they were sick with a sinus infection and asthma for three months and had been coughing hard which may have caused this. The patient stated that they had an appointment tomorrow to see their healthcare provider (hcp) who implanted them. The patient stated that they planned to do an x-ray while they were there. The patient inquired if they needed to be concerned about doing certain activities. Patient services redirected the patient to their healthcare provider (hcp). The event occurred in (B)(6) 2020.